Manufacturer narrative:
Post-implantation CT images dated on (B)(6) 2018 and post-implantation CT images dated on (B)(6) 2018 were provided to gore for evaluation. The evaluation showed the following: on (B)(6) 2018: there appears to be contrast outside of the proximal end of the device (type I endoleak). On (B)(6) 2018: there appears to be contrast outside of the proximal end of the device. The contrast is more visible on the delayed CT. Endoleak of indeterminate origin. There appears to be an unknown density in the aneurysmal sac. This is visible on both time-points. There appear to be patent lumbar arteries. The maximum aneurysmal diameter appears to be 82mm x 82.6mm and 82.2mm x 83.4mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2010, the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses in an angulated neck (>60°). On (B)(6) 2018, a proximal type I endoleak was identified and unsuccessfully treated with endovascular refixation on (B)(6) 2018. It was stated that the postop CT showed a persistent endoleak. The patient denied the offered surgical treatment.